Event description:
It was reported that stent broken. A 3.00 x 32mm synergy xd drug eluting stent was selected for percutaneous coronary intervention (pci). During positioning, it was noted that the stent was broken, and the stent was removed in one piece with the delivery system. The procedure successfully completed with another same device. There was no patient complication reported.